Event description:
During ivus of circumflex artery for pci the acist ivus catheter was stuck on a runthrough coronary guide wire during attempted removal. To troubleshoot the wire and ivus catheter were carefully pulled back into the guidecatheter. The ivus catheter was then able to be removed off the wire and noted to be torn at the monorail exit point where the coronary wire would exit. The runthrough wire was then noted to be stuck within the guidecatheter thus a snare device was used to successfully retrieve and remove the runthrough wire. All segments of the wire were confirmed to be removed out of the body and confirmed by comparing to a brand new wire outside of the body. Brand new coronary wires used to complete the intervention. Post-stent deployment a brand new ivus catheter was used to perform post-pci ivus. The brand new ivus catheter was noted to be stuck again on a brand new coronary wire thus wire and ivus catheter were immediately removed as a unit successfully. No foreign body remained in patient. No harm done to patient. Manufacturer response for ptca guidewire, terumo runthrough ns (per site reporter). Acist rep notified the terumo rep.

Event description:
During ivus of circumflex artery for pci the acist ivus catheter was stuck on a runthrough coronary guide wire during attempted removal. To troubleshoot the wire and ivus catheter were carefully pulled back into the guide catheter. The ivus catheter was then able to be removed off the wire and noted to be torn at the monorail exit point where the coronary wire would exit. The runthrough wire was then noted to be stuck within the guide catheter thus a snare device was used to successfully retrieve and remove the runthrough wire. All segments of the wire were confirmed to be removed out of the body and confirmed by comparing to a brand new wire outside of the body. Brand new coronary wires used to complete the intervention. Post-stent deployment a brand new ivus catheter was used to perform post-pci ivus. The brand new ivus catheter was noted to be stuck again on a brand new coronary wire thus wire and ivus catheter were immediately removed as a unit successfully. No foreign body remained in patient. No harm done to patient. Manufacturer response for ptca guidewire, terumo runthrough ns (per site reporter). Acist rep notified the terumo rep.